Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm the the patient received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did not blink when it was connected with the sensor. Electrode on the sensor was missing. Customer's blood glucose was 11 mmol/l. Customer was advised that the sensors will be replaced. Customer agreed to return the sensor for analysis.